Event description:
She states that when she tested her blood glucose levels after the pump display screen went blank and obtained a reading of 42 mg/dl and then 49 mg/dl later. She had shortness of breath and her heart was racing. She was taken by her family to the emergency room the day prior to calling animas and discharged at 11 am the next day. She states she was kept in the ER because she went into atrial fibrillation. The patient denied other health conditions. The patient reported that the display screen was blank on the pump the day she called animas. The animas representative advised the patient to use a backup plan of insulin injections. Although details of pump use prior to the ER visit are unknown this complaint is being reported because without this information it is unknown what contributed to the patient's low blood glucose levels.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in the supplemental report. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The insulin delivery evaluation was completed on (B)(6) 2013 with the following findings: daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside of normal use was observed in the black box. Delivery of bolus insulin was consistent at about 2-3 units several times daily prior to and on the day of the event. On (B)(6) 2011 at 11:06 am the black box showed that the patient had 5 units remaining insulin. The rewind, load, and prime steps were completed after which the units remaining was 169, indicating that the patient replaced the nearly empty cartridge. On the day of the event, this prime-rewind sequence was the only pump activity other than basal-bolus insulin delivery. Insulin accuracy flow test was completed and the pump was found to be delivering within specifications. A blank screen was reported by the patient after the event, and was confirmed during investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.